Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip nt system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported tissue damage cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the perforated leaflet. It was reported that the patient, with degenerative mitral regurgitation and a calcified posterior mitral leaflet, underwent a mitraclip procedure. The first clip was implanted; however, after implantation, it was observed that the posterior mitral leaflet was perforated. No additional intervention was performed to treat the perforation. Two additional clips were implanted and the mitral regurgitation was reduced from grade 3-4 to grade 1-2. No additional information was provided.